Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-apr-15. The patient indicated that it was not just a tingling sensation. They also had swelling, warmth, and redness (reported by a nurse). Their back ached for weeks after. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient confirmed that there was not an infection. It was determined to be an adverse reaction to the MRI machine. No further complications were reported/are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having a full body MRI scan in a 1.5 t machine. About three-fourths of the way through, the patient felt a warm tingling sensation at the pocket and lead site. The patient notified the MRI technician to stop the scan. The patient went to their healthcare professional (hcp) office following the scan to have their ins checked. The patient showed up at the office with the ins still in MRI mode. The rep interrogated the ins. Impedances were fine and turned ins on and patient is not having any pain. Technical services reviewed for the patient to monitor their symptoms and therapy going forward for any issues. No further complications were reported/are anticipated.